Manufacturer narrative:
D9 - date returned to mfg: not applicable as this product was repaired in the field. H3: no product was received as it was repaired in the field. The service history review identified no related previous repairs. Review of the device indicated that the j9 connector may have become fatigued which could have contributed to the intermittent signal loss. As a customer satisfaction action, the interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service.

Event description:
It was reported that the device exhibited frequent primary audible alarms. No patient involvement and, harm was reported.